Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3387s-40, lot# va02y9t, implanted: (B)(6) 2012. Product type: lead: product ID 3387s-40, lot# va0214q, implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
The healthcare provider confirmed that the patient experienced tightness along the extension cable. This was considered as part of the normal post-op healing process. The patient outcome was noted as no injury.

Event description:
It was reported that the patient was "extremely concerned" about "how tight the wires were." The wires were "sticking out of the patient's neck so hard that it made it hard for him to turn his neck totally." The reporter indicated that the patient was informed by his surgeon that the "leads would stretch 50%" and that the issue should get better. The patient was going to follow up with his healthcare provider (hcp), hopefully the following week, regarding problems with scabs and an open incision that he had to have stitched up again. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).